Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367962, batch no. 9036803. It is reported that after use of the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes there was an issue with erroneous result when testing vitamin d. The following information was provided by the initial reporter: "customer complained about erroneous results reported from vacutainer tube. Erroneous vitamin d reported out on roche analyzer."

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, no issues relating in erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. To assure high quality specimens, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. It is necessary that a discard tube be used when using a winged blood collection set for venipuncture in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. A review of specimen handling parameters would be of value for this tube type.

Event description:
Material no. 367962, batch no. 9036803. It is reported that after use of the bd vacutainer® pst¿ gel and lithium heparinn(lh)83 units blood collection tubes there was an issue with erroneous result when testing vitamin d. The following information was provided by the initial reporter: "customer complained about erronous results reported from vacuatiner tube. Erroneous vitamin d reported out on roche analyzer."